Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient experienced cardiac arrest after being weaned from bypass and chest closure. The event was suspected to be due to a left main ostia occlusion. The 23 mm aortic valve was explanted and replaced with a smaller sized aortic valve (21 mm) successfully. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely due to procedural related factors. The subject device is not available for evaluation as it was discarded. The device history record (DHR) was not reviewed as the serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through a clinical trial, that a 23 mm edwards pericardial aortic valve was explanted after chest closure due to cardiac arrest from a left main ostia occlusion. The patient was placed back on bypass and the 23 mm aortic valve was explanted and replaced with a 21 mm edwards pericardial aortic valve. The patient status was not reported and the event was reported as ¿not recovered/not resolved.¿

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
Per the operative report, a 23mm sizer was used and a 23mm sized valve was implanted in standard fashion with pledgeted stitches and the aortotomy was closed. The patient was weaned from cardiopulmonary bypass (cpb) with a mild amount of inotropic support. Protamine was administered. Hemostasis appeared to be adequate. Epicardial pacing wires were brought out percutaneous through the skin and wires were being placed in the sternum. At that point, the patient acutely arrested. It was unclear as to what the etiology of this was, but there was a dramatic changed from hyperdynamic lv to one where there was a significant regional wall motion abnormalities in the left ventricle particularly involving the anterior distribution with subsequent then biventricular dysfunction. Intra-cardiac massage was performed and there was no improvement, so heparin was re-administered to the patient. The patient was re-cannulated and re-instituted on cpb. The regional wall motion abnormalities persisted, as such, the surgeon suspected that somehow the left main had difficulties or there was embolus associated. The surgeon harvested a piece of vein from the right lower extremity, arrested the heart with a combination of antegrade and retrograde cardioplegia and placement of an aortic cross clamp. Cardioplegia continued to be given in 15 minute intervals in order to maintain cardiac arrest. The surgeon re-evaluated the aortic valve and it seemed to be seated reasonably well. The only position was that perhaps the valve was a little bit tight and as a result, the surgeon decided to downsize the valve. The 23mm valve was explanted and some thrombus appeared to be right at the ostium of the left main. It was unclear whether this was from compression of the left main through the sewing ring or what the etiology was here. The 21mm edwards pericardial aortic valve was implanted without much difficulty. The patient was weaned from cpb and her ventricular function returned and normalized. The patient required some blood products after the second round of cpb, but was subsequently able to wean. Post operatively, the patient was taken to the recovery room in stable condition. The patient was discharged home with home health care on pod #9 in good condition.